Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized for two and a half weeks starting on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 500mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injections. Customer's blood glucose level at the time of the call 100mg/dl. Customer declined troubleshooting. No additional information was provided.